Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the loss of image was confirmed. In addition, the following non-reportable malfunction were found during the device evaluation; insufficient angulation range. Based on the results of the investigation, the root cause of the loss of image was a circuit board in the charge-coupled device/scope malfunctioned by handling. Earth wire of system equipment was not connected, with system equipment turned on, the scope connector was disconnected/connected, stain and/or moisture adhered to contacts of the scope connector, universal cord moved unsmooth for some reason, then misaligned and kinked. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic procedure, the evis exera iii bronchovideoscope present with the screen going black and the camera was not working. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image disappeared when the angulation was down. This report is to capture the reportable malfunction of the missing image found during estimation.